Manufacturer narrative:
(B)(4). G2: foreign source: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon opened the packaging of a prosthesis prior to a knee procedure, glue-like debris was noted in the sterile packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No photos of the packaging were provided, and the packaging was not returned with the device. Visual evaluation of the returned device and provided photos identified an unknown debris adhered to the polished device surface. Analytical testing was performed on the unknown debris and found the foreign material matched the ftir spectra of polyethylene (uhmw, low and high density), which is a material used in the packaging of this device (poly bag 87-0899-715-00). However, review with the packaging sme could not conclusively link the tested debris to the manufacturing process without the ability to examine the packaging. The source of the debris cannot be confirmed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
No further event information available at the time of this report.